Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after initiating intra-aortic balloon (iab) therapy, the patient¿s pressures dropped drastically and the console which had been augmenting at 120 dropped into the 60s and continued to drop. The left ventricle (lv) function of the patient was extremely poor and he was getting close to coding again. The patient¿s blood pressure (bp) was confirmed with the fluid transducer of the iab which was attached to the monitor in the procedure room as being extremely hypotensive. After 10 minutes, the patient's bp continued to drop so the decision was made to remove the iab and go with an impella device. The physician was concerned the iab was not functioning correctly as it was "not augmenting". Based on this information and the getinge representative's conversation, cath lab staff stated it sounded like the iab probably functioned as well as it could with the patient¿s condition.